Event description:
During an endoscopy procedure, the physician used a cook echotip ultra fiducial needle. The goal of this procedure was to mark a tumor on the head of the pancreas to have it targeted for radiation therapy. The physician went to place a second fiducial and the handle broke off from the center shaft of the needle. The cook representative indicated that it appeared that the glue gave way. The needle was no longer able to operate. They pulled another echo-22-f and the same thing happened; the handle broke. They used another company's device to complete the procedure successfully. The device was returned for eval on 06/24/15. Upon investigation, it was found that there was no evidence that the needle was broken. However, the distal end of the needle of the returned device was bent. One cook fiducial remained inside the patient's body as it was intended to do so. The patient did not require any additional procedures due to this occurence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: during an initial eval there was no evidence that the needle was broken, however the distal end of the needle was bent. Our laboratory eval of the product said to be involved confirmed the report. The device was returned with only three of the four fiducials in place. During a functional test, the handle was manipulated and the needle advanced and retracted. A bend at the proximal end of the device was noted at 6 cm when the needle was fully extended out of the sheath. The stylet was bent and extended from the proximal end of the handle approximately 2.5 cm. The very distal tip of the needle was intact and has no damage. Approximately 12.5 cm from the distal end of the handle, the needle was bent within the sheath. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use state: "visually inspect with particular attention to kinks, bends, and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." "Device may not be used prior to training by manufacturer." The instructions for use state: "needle must be retracted into sheath and thumbscrew on safety ring must be locked to hold needle in place prior to introduction, advancement or withdrawal of the device." The instructions for use state: "slowly introduce needle into accessory channel of endoscope and advance in short increments. Ensure needle is completely retracted and locked in place. Note: bends or kinks in needle caused by improper introduction may result in the inability to deploy fiducials." The instructions for use state: "to place a fiducial, depress thumb ring while stabilizing stylet. Continue applying pressure until tactile feedback and ultrasound visualization indicates fiducial has been deployed. Fluoroscopy may also be used to aid in visualizing placement of fiducials. Note: depending on endoscope position and severity of angulation, more than one fiducial may deploy per site." It is possible that if the needle is against or inside of a hard mass while the user applies force and manipulates the directional controls of the endoscope that this could contribute to severe bending of the needle near the distal end. This could also contribute to advancement and/or retraction difficulties. Kinks in the needle can occur if the device experiences excessive pressure during product handling/preparation. Prior to distribution, all echotip ultra fiducial needles are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.